Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a pocket infection. It was also learned that upon explant the helix appeared elongated. The leads were replaced and no further patient complications have been reported as a result of this event.